Event description:
It was reported by the patient's spouse that the implantable pulse generator (ipg) was not pacing at the programmed lower rate. It was reported that the patient was feeling fatigued and had a low heart rate below programmed parameters. A remote transmission was reviewed by the clinic indicating that the device was "losing signal or not catching when it should." Communication with the clinic confirmed that, based on a device check five days after the reported event, the device was functioning as expected and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).